Event description:
The customer reported via phone call that the insulin pump alarmed button error. The insulin pump's screen froze. Customer's blood glucose level was 142 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons duet corroded keypad traces. No button error alarm during our testing. No frozen screen noted. Unable to perform operating current test or verify weak battery due to unresponsive buttons. The insulin pump has minor scratched lcd window, cracked lcd window, cracked case at the display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.